Manufacturer narrative:
Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-01713. It was reported that the patient experienced ineffective therapy and stopped charging the ipg as recommended. The ipg became inoperable following this. As a result, surgery may occur to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Narrative was corrected to reflect awareness of the explant when the initial report was submitted.

Event description:
Related manufacturer reference number: 1627487-2020-01713. It was reported that the patient experienced ineffective therapy and stopped charging the ipg as recommended. The ipg became inoperable following this. As a result, surgery occurred to explant the ipg.

Manufacturer narrative:
Narrative was rewritten to include information that was mistakenly not included when the initial report was written. Was mistakenly not provided in the initial report.

Event description:
Related manufacturer reference number: 1627487-2020-01713. It was reported that the patient experienced ineffective therapy and stopped charging the ipg as recommended. The ipg became inoperable following this. As a result, surgery may occur to address the issue.